Event description:
Patient admitted to hospital with heart pump alarms. CT scan negative, no hemolysis. On (B)(6) 2012 the pump stopped for 20 minutes, pt stable throughout. Pt to or for exchange. The pump head rotated 90 degrees from where it was bringing the drive line.